Manufacturer narrative:
The software investigation found that the reported event was a feature request. The initial report was comparing the quality of images with a newer generation of imaging system. This issue was documented in a medtronic navigation software image anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative performed troubleshooting on the imaging system via remote desktop. The representative was unable to confirm the reported issue as all values and settings were correct on the imaging system. No additional information was provided.

Event description:
A site representative reported that, while outside of a procedure, the image quality from the imaging system was lower than desired. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.